Event description:
We received an allegation about discrepant results for 3 patients' samples tested with albumin (alb2) assay on a cobas 8000 cobas c701 module. Discrepant result for one sample was provided and the patient's sample was a plasma sample. Initial result: 2.93 g/dl. Repeat result: 3.45 g/dl. The questionable result was reported outside the laboratory. Qc had dropped out by 3sd prompting the rerun of the sample. The rerun result was deemed to be correct. A report with the corrected results for the 3 samples was reported outside the laboratory. The alb2 reagent lot number was 67564801 with an expiration date of 29-feb-2024.

Manufacturer narrative:
The field service engineer (fse) replaced the reagents mixers, the degasser tank and the water bath degasser. The fse did service diagnostics check and it was acceptable. Qc was performed and was acceptable. Investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The service actions (replacing the reagents mixers, the degasser tank and the water bath degasser) resolved the issue.